Event description:
In an article titled "severe thoracolumbar osteoporotic burst fractures: treatment combining open kyphoplasty and short-segment fixation", the following events were reported: one cement leakage in the subjacent discal space. There were no clinical consequences reported. One a lateral cement leakage. Two cases of minimal neurological deficit, but "kept a walking capacity". Reportedly, pts used canes. No additional info was reported.

Manufacturer narrative:
Report source: an article titled "severe thoracolumbar osteoporotic burst fractures: treatment combining open kyphoplasty and short-segment fixation", by b. Blondel, s. Fuentes, p. Mettelus, t. Adetchessi, g. Pech-gourg, h. Dufour. Device not returned, internal review of literature, follow-up with author.